Manufacturer narrative:
Event occurred during pretest. No pt contact.

Event description:
Probe showed evidence of frosting up the shaft during pretest cycle. The probe was then passed off for return and wasn't used on the patient.